Manufacturer narrative:
Citation: aoki et al. When sentinel is not enough: stroke after transcatheter aortic valve replacement with cerebral protection. Car diovascular intervention and therapeutics volume 36, pages400¿401 (2021). Doi.org/10.1007/s12928-020-00686-y. Published: 29 june 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) female patient with severe aortic stenosis who underwent implant of a medtronic 29-mm evolut pro bioprosthetic valve (unique device identifier numbers not provided) while utilizing the non-medtronic sentinel cerebral protection system. After successful implant of the valve, and removal of the cerebral protection system a significant amount of material was noted in the filters. The following morning the patient had expressive and conductive aphasia with subtle right-sided weakness. Magnetic resonance imaging (MRI) revealed an acute infarct within the left parietal lobe and multiple foci within the bifrontal lobes, right occipital lobe, and left cerebellum. No surgical intervention was required. After one month of medical therapy and rehabilitation, the patient¿s symptoms improved but with residual deficits. No additional adverse patient effects or product performance issues were reported.